Event description:
This is the second incident involving a budde halo radiolucent retractor system from the same facility that was involved in an incident during a procedure in (B)(6). (Cross reference with MDR # 3004608878-2009-00108). The incident was described as follows: the rod support clamp assembly broke when screwing it. Although there was no pt contact or pt injury involved, there was a significant delay in surgery of 30 minutes while another unit was setup.

Manufacturer narrative:
Integra life science engineers have completed a thorough investigation and evaluation on the returned unit and found the following: the snake retractor inner slide threads were found to be damaged and, in one case, broken. This is consistent with over tightening the inner slide mechanism. Several retractor blades were found to be badly deformed and required replacing. The rod support clamp side casting was found to be broken. The root cause of the material breakage could not be identified; however, the breakage is consistent with overpressure on the casting, causing the material to break on the highest pressure point - the right angle. Integra considers this complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.